Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21259. It was reported the patient has not felt stimulation for several weeks. The patient also experienced sudden jolts. Diagnostics show low impedances. During reprogramming, the patient experienced similar jolts from multiple contacts. However, the sjm representative was able to restore effective stimulation.